Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention products. Retention devices were tested in-house clinical hcg negative serum/urine samples, all results were negative at read time and met qc specification. No false positives were obtained. Customer return 4 vials serum specimens were tested with retention devices, all results were negative at 5-7 minutes read time (g1*4). No positive results were observed. No problem found. Mfg batch record review did not uncover any abnormalities.

Event description:
It was reported that a patient in the emergency department presented to the facility with abdominal pain and chronic hypertension. A positive hcg result was obtained with urine samples x2 and serum sample x2; faint line on all tests; internal controls visible on all tests. The test lines did not change intensity past the read time of 3 minutes for urine and 5 minutes for serum. Abbot architect result <5 miu/ml (negative). All testing performed on (B)(6) 2015, around 5:00 p.m., fresh samples at room temp. Markers for cancer were all negative.